Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations, "deployed bands, found in scope after 12 cases. Must have been lodged in the scope."

Manufacturer narrative:
This follow up report is being submitted as a cancellation report. Problem statement: the customer reported the following complaint issue: "deployed bands, found in scope after 12 cases. Must have been lodged in the scope." This complaint ((B)(4)) relates to the initial use of the duette device when the band became lodged in the scope. 12 other complaints were raised to address the cross contamination across multiple patients as a precautionary measure. (1 device, 13 complaints) date endoscope used pr opened 16 mar 18 (B)(4) (duette used in this procedure). 22 mar 18 (B)(4). 23 mar 18 (B)(4). 26 mar 18 (B)(4). 27 mar 18 (B)(4). 28 mar 18 (B)(4). 29 mar 18 (B)(4) (band came .out of scope with a biopsy forceps). This complaint is related to a dt-6-5f device of unknown lot number. The device involved in this complaint was not returned for evaluation. As it was determined that the device functionality did not contribute to the issue a limited investigation has been carried out. Additional information: was the handle kept in the two-way position until ready to deploy the bands? Yes. Was the handle kept in the two-way position when withdrawing the endoscope? Yes. Additional information received on 24 apr 2018: 1) did the bands found in the endoscope have the potential to cross-contaminate other cases? Possible, scope was manually cleaned brushed and processed, and used 12 times before the band was found. 2) where were the bands caught on the endoscope? Not on- but ¿ in¿ the endoscope. 3) how were the bands found? After scope was used 12 different times after the banding, the band came out of scope with the biopsy forceps. 4) was the handle placed in the two-way position and trigger cord loosened prior to removing the handle? Yes. Additional information received on 14 may 2018: during the initial procedure in which the duette device was used: 1) did any bands deploy prematurely? No. 2) did the physician notice any bands being sucked into the endoscope at any point during the procedure? Big possibility- they usually have sucked up bands after emr - not intentionally in past no issues - just during emptying fluids after case. 3) did any bands release during polyp removal with the snare? After polyp or area is snared and cut band usually releases as they cut below the band and pressure is released. Root cause: review of the additional information would indicate that there was no issue with the duette device involved in this complaint. It is common for bands to be sucked into the scope throughout the procedure and be disposed of appropriately. The device functioned as intended. Although it is unknown how the band became lodged in the scope the reason for the potential cross contamination across the 12 other patients is due to insufficient cleaning of the endoscope. The root cause is user error related, not device related. There was no risk of cross-contamination in this event. There was no risk to the patient during the first procedure. Clinical input: clinical were contacted to provide input with regards to the potential cross contamination and provided the following feedback (reference attachment: re: trackwise: trackwise notification: pr #225172: bands found in scope after 12 cases) if the endoscope is cleaned appropriately as per reprocessing and infection control guidelines, there would be no risk of transmission of patient-borne or environmental microorganisms. The transmission rate of infection by a gi endoscope was estimated to be 1 in 1.8 million. Gastrointest endosc 1993;36:885-8 every reported case of hospital acquired infection associated with a contaminated gastrointestinal (gi) endoscope has been linked to a breach or violation of at least one of several requisite reprocessing steps. World journal gastroenterology, 12(25), 3953-3964. Hospital staffs, in this current case, might have been using machines as washer-disinfectors which do not require prior manual cleaning and channel brushing. However, the manual washing and brushing of all accessible channels has always been a critical step prior to performing high level disinfection. Asge emphasizes steps in endoscope reprocessing. According to endoscope cleaning instructions from manufacturer (e.g. Olympus), be sure to brush the inside of the suction channel. To sum up, the potential cross contamination risk is highly unlikely; the reason the band was being left in the endoscopic channel might be due to the absent usage of brush; even if there was cross contamination, that would have been clean procedure related, not device (i.e. Band) related. IFU review: as per instructions for use, disassembly of components step #5 the user is instructed to ¿dispose of the remaining components according to institutional guidelines for biohazardous medical waste. Summary: the customer complaint is confirmed based on the customer's testimony. This is a user error complaint due to ineffective cleaning of the endoscope. No defect of device. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This report is being submitted as a cancellation report. Following completion of the investigation it was determined that the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No adverse effects to the patient was reported as occurring. As reported to customer relations, "deployed bands, found in scope after 12 cases. Must have been lodged in the scope."